Event description:
The pump was explanted because it came out of the pocket; ¿it was sometime after implant within that year timeframe that it was disc overed¿. When the hcp (healthcare professional) would go to refill the pump, they couldn¿t find the pump because it was floating around. The patient¿s pump seemed to work better for her than her stimulator. The patient was wondering if she could have another pump implanted. The device system had delivered dilaudid and morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n248984, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).